Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that after the patient received several appropriate shocks the pacing impedance and sensing decreased while the threshold rose. No oversensing was noted. X-ray did not show anything peculiar. The physician considered a lead replacement but the lead has remained implanted and active so far.